Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/left coil device breakage"), device dislocation ("one coil could not be found"), fallopian tube perforation ("perforation (uterus)/migration of essure: perforated fallopian tubes"), uterine perforation ("perforation (uterus)/migration of essure: uterine tissue/ perforated uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B15012) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lansoprazole (prevacid). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), back pain ("lower back left side pain") and immune system disorder ("weekend immune system"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and micturition disorder ("urination"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), calcium carbonate (tums antacid), olanzapine (zyprexa), paracetamol (tylenol), temazepam and surgery ((B)(6) 2014, hysterectomy with unilateral salpingectomy, left side device removed,tubal ligation to removed right side coil.essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, migraine, headache, depression, anxiety, cystitis, urinary tract infection, vaginal infection, back pain and immune system disorder had not resolved and the device dislocation, fallopian tube perforation and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, immune system disorder, menorrhagia, micturition disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Right side coil removed: (B)(6) 2018 tubal ligation to removed right side coil she used tomazopan and ceprexa drugs for depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: one coil could not be found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Event added: weekend immune system. Event onset dates were updated. Event clubbed: device breakage/left coil device breakage. Event outcome added for all events. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), device dislocation ("one coil could not be found"), device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure: uterine tissue/ perforated uterus") and fallopian tube perforation ("perforation (uterus)/migration of essure: perforated fallopian tubes") in an adult female patient who had essure (batch no. B15012) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lansoprazole (prevacid). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back left side pain"), micturition disorder ("urination") and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, bupropion (wellbutrin), temazepam, olanzapine (zyprexa), surgery (underwent a procedure to remove the essure device), surgery (dec2014, hysterectomy with unilateral salpingectomy, left side device removed), surgery (dec2014, hysterectomy with unilateral salpingectomy, left side device removed), surgery (hysterectomy with unilateral salpingectomy, left side device removed) and surgery (hysterectomy with unilateral salpingectomy, left side device removed). At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, device breakage, abdominal pain, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, migraine, headache, uterine perforation, depression, anxiety, cystitis, urinary tract infection, vaginal infection, back pain and fallopian tube perforation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, micturition disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one coil could not be found quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), device dislocation ("one coil could not be found"), device breakage ("device breakage"), uterine perforation ("perforation (uterus)/migration of essure: uterine tissue/ perforated uterus") and fallopian tube perforation ("perforation (uterus)/migration of essure: perforated fallopian tubes") in an adult female patient who had essure (batch no. B15012) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lansoprazole (prevacid). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back left side pain"), dysuria ("urination") and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, bupropion (wellbutrin), temazepam, ceprexa, surgery (underwent a procedure to remove the essure device), surgery ((B)(6) 2014, hysterectomy with unilateral salpingectomy, left side device removed), surgery ((B)(6) 2014, hysterectomy with unilateral salpingectomy, left side device removed), surgery (hysterectomy with unilateral salpingectomy, left side device removed) and surgery (hysterectomy with unilateral salpingectomy, left side device removed). At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, device breakage, abdominal pain, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, migraine, headache, uterine perforation, depression, anxiety, cystitis, urinary tract infection, vaginal infection, back pain and fallopian tube perforation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one coil could not be found. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: the event menorrhagia,bladder or urinary problems,device breakage,dysmenorrhea, fatigue, gastrointestinal/digestive condition: acid reflux,migraines /headaches,perforation (uterus), psychological /psychiatric problems: depression / anxiety, bladder infection, urinary tract infection, vaginal infection, back pain, urination, bleeding, device dislocation added. Reporters,lot number,concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.